Manufacturer narrative:
Continuation of d10: product ID 3778-60, serial# (B)(6), implanted: (B)(6) 2012, explanted: (B)(6) 2024, product type: lead. H2: product ID: 3778-60, serial/lot #: (B)(6), ubd: 02-nov-2016, UDI#: (B)(4). Analysis identified that conductors #1, #3 and #7 were broken 19 cm from the distal end of the lead. Analysis identified environmentally assisted degradation of the insulation at the proximal end of the lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The manufacturer representative (rep) reported that on (B)(6) 2024, the patient had a lead explanted and replaced due to out of range high impedances that were identified on contacts 1 and 7. The specific impedance readings were not available. Troubleshooting performed was not identified. The lead was returned for analysis. No symptoms reported.